Manufacturer narrative:
(B)(4). The customer reported the device displayed the message / instruction system failure cycle power. After the display of system failure cycle power the device halts operation. There was no pt involvement. The customer confirmed that the device repeated failed upon power up displaying the message / instruction system failure cycle power with error code 10003. The customer reported that the hospital decided not to repair the device and to purchase a replacement. Because the customer decided not to repair the device we cannot determine the cause of this malfunction.

Event description:
The customer reported the device displayed the message / instruction system failure cycle power. After the display of system failure cycle power the device halts operation. There was no pt involvement.